Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a spinal procedure. It was reported that the pin came out of the distal tip of the micropituitary. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined. A review of the device history records is not possible without additional device information.